Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) found damage along the rails. The part was manufactured on march 19, 2014 and has a potential field life of two years and nine months. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Per the instrument/provisional use, care, and sterilization package insert, end of life is normally determined by wear and damage due to use. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the tibial articular surface provisional was noticed broken after sterilization, there was no patient or procedure involvement. No adverse events have been reported as a result of the malfunction.